Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step prior to filling the cartridge. Tandem technical support educated the customer to perform the air removal step prior to filling the cartridge. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer.